Event description:
It was reported that a lead was revision due unknown product performance issue. Due to the limited information received and the absence of further input from the local area representative, additional follow-up to obtain related details was not possible. No additional adverse patient effects were reported.